Manufacturer narrative:
The manufacturer previously reported a failure of the active exhalation control module and blower motor. The active exhalation control module and blower motor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the active exhalation control module failing was due to contamination. The blower motor was evaluated and was found to operate to design specifications.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue. The device failed a step during testing. The device's blower motor was replaced to address the issue.